Event description:
It was reported a 355ld was used during a laparascopic cholecystectomy. It was reported by the affiliate the safety sheild reset button would not set. A new trocar was used to complete the case. There was no consequence to the pt.